Manufacturer narrative:
The customer attempted to perform a calibration, but had failing results. Also, the customer resolved a rack jam by removing the rack from the analyzer. The customer performed calibration, and control with acceptable results. The customer confirmed the analyzer is operational, and no further complaints were reported. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 k results for one patient tested on a cobas 6000 c (501) module. Before patient testing, the customer confirmed system calibration issues, and an ise reagent bottle was not registering any volume for testing. The patient's initial k result was not reported outside the laboratory. The customer performed repeat testing with the patient¿s sample on a different instrument for confirmation. The patient¿s initial k result was 6.3 mmol/l, and the patient¿s repeat result was 5.5 mmol/l. The customer determined the repeat result was correct.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.